Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/21/2015 to the present date 12/6/2020 and confirmed that this device was not previously returned for servicing.

Event description:
The customer reported that the device received error code 356.6710. There was no patient involvement.

Manufacturer narrative:
Add g4 correct g7, h7, h9.

Event description:
The customer reported that the device received error code 356.6710. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device received error code 356.6710. There was no patient involvement.